Event description:
An international distributor reported a customer's AED will not power on with its battery pack but it will power on with a spare battery. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.